Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the access vessel should be of adequate size and appropriate tortuosity of the insertion of the introducer sheath. If the vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the patient may result. According to the gore® dryseal sheath instruction for use (IFU) adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2019, the patient underwent an endovascular repair of a descending aortic aneurysm using conformable gore® tag® thoracic endoprostheses. The devices were implanted successfully at the intended position. An angiography identified an endoleak of unknown type (possibly proximal type I or type ii), pertaining to the (B)(4). The physician elected to monitor the endoleak, and conclude the procedure. After removal of a gore® dryseal flex introducer sheath, the access rupture was identified at the right common iliac arteries. The rupture was repaired by implanting a gore® excluder® aaa endoprosthesis contralateral leg and gore® excluder® iliac branch endoprostheses. It was reported that the access vessel was tortuous, and there was difficulty advancing the dsf2465. No further issues were observed, and the patient tolerated the procedure.